Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the device was implanted in (B)(6) 2008 and that the pt was revised sometime before (B)(6) 2010 for impingement and subsequent dislocation of the hip.